Event description:
New information received notes that the reported helix issue was noted after placement into the patient's body. No further adverse consequences were reported.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was noted to have exhibited an operation issue. The physician made several attempts to implant the rv lead but was unsuccessful due to failure to extend helix. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.